Manufacturer narrative:
Correction in d1 and d4 (catalog number).

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert. The surgeon attempted to remove the anchoring plate but it was stuck and the anchoring plate and cage were removed at the same time. Alternate cage and plates, of the same size, were used to complete the case without reported patient harm. This is report one of two for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: mc1005t, roi-c anchoring plate, lot # 285619/17. Reported event was confirmed per visual inspection of the photos for for the failure of jamming and difficulty inserting. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00065.

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert. The surgeon attempted to remove the anchoring plate but it was stuck and the anchoring plate and cage were removed at the same time. Alternate cage and plates, of the same size, were used to complete the case without reported patient harm. This is report one of two for this event.